Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. The patient has been referred for surgical consult. Lead break is suspected and revision surgery is likely. No adverse event was reported in conjunction with the high impedance condition. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Further follow-up revealed that the patient experiences multiple atomic seizures, which neurologist indicated could have caused or contributed to damage of the ncp system.